Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was inserted into the patient, but the one-way valve was not removed before connecting the helium gas tube. It was found that the gas line was filled with blood. The catheter was quickly withdrawn. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " the catheter was inserted into the patient, but the one-way valve was not removed before connecting the helium gas tube. It was found that the gas line was filled with blood. The catheter was quickly withdrawn. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was bent at approximately 30cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway. The customer photos were reviewed. The photo shows the original packag-ing carton. The photo shows the reported serial number. The photos show the iab catheter with blood in the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cathe-ter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No b lood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing pro-cedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the gas line was filled with blood" is confirmed based on visual inspec-tion and the customer submitted photos. During the investigation of the returned device, blood was confirmed within the helium pathway. The customer photos show blood in the helium pathway. The cause of how/when the blood entered the helium pathway could not be confidently determined. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the how the blood entered the helium pathway is undetermined. No further action is required at this time.